Event description:
The pt underwent implantation of a neurostimulation system for pain in 2001. The pt awoke the morning of the event date feeling well, but after arising they felt a shocking pain followed by weakness progressing to paraplegia. The pt was taken to the ER via ambulance. Pt was found to be t6 paraplegic. A myelogram showed a t5 block. The pt had been taking one baby aspirin a day. Pt 13.9, inr 1.19, ptt ok, thrombin ok, platelets 190,000. No bleeding time was noted. The pt was taken to the o.r. And removal of a 1 cm hematoma surrounding the lead electrode was completed at 6 pm. No lead migration was noted and the tip was noted to be at t3-4. The pt was started on solumedrol, spinal cord injury protocol. The pt now has some sensation. Twelve days later, pt had developed a seroma in their operative site. They have 1/5 movement in the right leg and no movement in the left leg. Pt has sensation decreased but present in both legs. They were referred to a hematologist to see if they have any coagulopathies.